Manufacturer narrative:
The root cause of the issue has been identified. Sol-millennium implemented corrective actions at our manufacturing site, including replacing the mold core of mold ht-305 with a new one on (B)(6) 2025. The first production lot manufactured after this corrective action is lot 07503047 (sn-(B)(6). Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number. This assessment is supported by our trend analysis and risk management documentation, which are regularly reviewed and updated as part of our post-market surveillance activities.sol-millennium remains committed to product quality and customer satisfaction. We will continue to monitor this product category for any trends or recurring issues and will take appropriate action should new information become available.

Event description:
The customer reported that a needlestick incident occurred at emp health this week. According to the report, the safety device on the needle did not lock correctly, failing to fully encase the needle tip. The customer pulled 20 units from the same lot and tested them to determine if the issue could be duplicated. During the testing, one out of the 20 needles failed to lock properly.